Event description:
Customer reported a malfunction alarm with code malf 12, but no notable events occurred prior to this, and the error did not cause any adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the issue reappears. No additional information was provided regarding the outcome of the event.